Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to crostalk oversensing. Additionally, it was noted right ventricular (rv) amplitudes are low and pacing impedances have dropped from 900 ohms to 300 ohms. Technical services reviewed the device data and the patients intrinsic r waves are small which are exacerbating crosstalk as the signal gets overensed. They tried to adjust the sensitivity however, cannot go any further due to r wave size and the next step is to revise the rv lead. At this time, the device and lead remains in service. No additional adverse patient effects were reported.